Manufacturer narrative:
(B)(4). Date sent: 2/12/2024. Additional information was requested, and the following was obtained: what were the indications for surgery? A colorectal cancer procedure. What surgical procedure was performed? A colorectal cancer procedure. What tissue was being anastomosed? Large intestine. Did the patient receive any preoperative chemotherapy or radiation? The sales rep tried to get the information, but the additional information was not provided. Were there any issues experienced with the device in the initial surgical procedure? No. What healthcare professional fired the device and what is his/her experience with the device?>the sales rep tried to get the information, but the additional information was not provided. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? >the sales rep tried to get the information, but the additional information was not provided. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? >the sales rep tried to get the information, but the additional information was not provided. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? No. Additional information. Was the green checkmark visible at the end of the firing? =>no trouble in the initial procedure. How many counter-clockwise revolutions of the adjusting knob were used to open the device?=>no additional information. Was there any difficulty removing the device? No. Was a complete transection of the white breakaway washer visually confirmed? No additional information. No trouble in the initial procedure. Were the donuts inspected? If so, please describe. No additional information. No trouble in the initial procedure. Were there any issues noted with staple formation? If so, please describe the shape and location. No. If the surgeon believes that the patient has a metal allergy what was different about the device used in the case? The possibility of metal allergy in the resected specimen was pointed out in the pathological findings. What device was used at the re-operation? No information. Under confirming. What size instrument was used at the second procedure? No information. Under confirming. How was the anastomoses completed at the second procedure? The circular stapler was used to complete the anastomoses at the second procedure. But the recurrence was occurred and the third procedure was performed. The anastomoses was completed by hand sawn. The device used for anastomosis in re-operation is our product. The device code is unknown. The constriction and edema relapsed. The doctor commented that the patient seems to be metallic allergy (titanium).

Manufacturer narrative:
(B)(4). Additional information received: can we please obtain a copy of the pathology report? If yes please send to productcomplaint1@its.jnj.com- no. The pathology report was not provided from the hospital.

Manufacturer narrative:
(B)(4). Date sent: 1/29/2024. B3: unknown; captured as awareness date. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested, and the following was obtained: what were the indications for surgery? What surgical procedure was performed? What tissue was being anastomosed? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. If the surgeon believes that the patient has a metal allergy what was different about the device used in the case? What device was used at the re-operation? What size instrument was used at the second procedure? How was the anastomoses completed at the second procedure? I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that 10 days after a colorectal cancer procedure with the cdh25p, re-operation was performed due to anastomosis site constriction and edema. There is a possibility that the patient has a metal allergy. Another device was used to complete the case. No further information is available.